Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: review of the black box revealed records of unexplained power on reset. The battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was not able to maintain sufficient connection for testing; with the damaged cap in place, the alleged power issue was duplicated. A test cap was used to complete the investigation; the pump powered on and was exercised for 24 hours without further interruption in power. There was damage, defect or contamination of the pump¿s interior components. Investigation duplicated the complaint.